Event description:
It was initially reported that the device did not pass the user test and showed the service indicator. Further to evaluation, it was observed that the device logged in an event code and was not able to provide defibrillation therapy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). A third party service agent evaluated the device and verified the reported failure. After replacing the therapy pcb assembly and observing proper device operation through functional and performance testing, the device was returned to the customer for use. The removed therapy pcb assembly was returned to physio-control for evaluation. It was observed that the therapy pcb assembly had sustained excessive electrical damage to several components. The cause of the reported failure was due to a shorted diode, designator cr44.